Manufacturer narrative:
Product has not been returned to our facility. Manufacturer was provided with all necessary information and has been advised to follow up as soon as retain lot testing has been complete.

Event description:
End user reports that she was reaching into the box of syringes and a needle stuck her hand through the polybag. The needle was stuck in the user's hand enough that the user was bleeding from the puncture. User did not seek initial medical attention. User explained that there were multiple syringes with needles sticking out caps inside of the polybags. Product returned, replaced.